Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized. Although requested by tandem technical support, the customer declined to provide information or details regarding the reported issue.